Event description:
It was indicated that the patient¿s pump had been explanted due to an infection of the pump pocket. The reporter did not know of any symptoms or the date that the pump was explanted on. On the day prior to report, the replacement pump had been implanted. It was noted that the patient¿s previous catheter had been left in place. The device system had been used for intrathecal baclofen therapy.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(6) implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6)2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-08, additional information was received from a healthcare professional (hcp). The hcp reported that in 2014, the patient's pump had eroded form the skin so it was explanted. The patient was in withdrawal, ventilated and in the ICU for at least a week or more at that time. A new pump was implanted on the other side of their abdomen.